Event description:
On 06/18/1998 following a diagnostic procedure, an angio-seal device was placed in a pt's right groin. Immediately following device deployment, the pt's pulses were noted to be diminished, several hours later an ultrasound was performed which identified an occlusion of the vessel. On 06/19/1998 the pt was taken to surgery where a small amount of collagen was identified as having been deployed within the artery. The device was removed and the vessel repaired. As of 07/15/1998 there has been no report to the MFR of further complication or pt sequelae.